Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. During the evaluation it was found that there were foreign objects attached near the forceps elevator due to insufficient cleaning, and the adhesive peeling off tip fixing screw. Additional findings were as follows: due to wear of angle wire, bending angle in up direction does not meet the standard value, due to wear of angle wire, the play of up/down knob is out of the standard value, the adhesive on bending section cover is detached, the adhesive on bending section cover has a crack, the protector of universal cord on control section side, the connecting tube both has a scratch, the paint on air/water-cylinder is peeled, and the acoustic lens is damaged. Due to the nature of the reportable event (foreign material found in the nozzle), follow up regarding the cleaning sterilization and disinfection (cds) processes performed at the user facility was requested. Customer provided the following information: device was cleaned, sanitized and disinfected prior to sending the device for repair. Facility was not aware what the foreign material was. There was no delay in the start of the precleaning process. Pre-cleaning: the customer presoaked the scope in the detergent solution. Brushed the forceps elevator. Customer flushed the detergent solution around the forceps elevator. Facility did not note any comments or concerns regarding reprocessing. Based on the results of the investigation, the foreign material cannot be identified, therefore a definitive root cause of the events could not be determined. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): ¿[instructions for use evis lucera ultrasound gastro videoscope olympus gf type uct260] ·chapter 6 application and conditions of cleaning, disinfection, and sterilization. ·chapter 7 cleaning, disinfection, and sterilization procedures. [Instructions for use evis lucera ultrasound gastro videoscope olympus gf type uct260]. For safety use. Handling and general precautions. Note. ·please do not bend the insertion site of the endoscope with strong force. Otherwise, the insertion section may be damaged. ·please do not apply shock to the tip of the endoscope, especially the ultrasonic probe and lens surface. Ultrasound and endoscopic images may be abnormal. ·please do not hold the transducer when holding the insertion. Damage to the ultrasound probe may result in failure to visualize the normal ultrasound image.¿ olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the evis lucera ultrasound gastrovideoscope insertion tube 50~60cm was crushed. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign objects attached near the forceps elevator due to insufficient cleaning, and the adhesive peeling off tip fixing screw. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.